Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013 a drill bit construct was used over the guide wire. When removed it was noted that the drill bit had broken off inside of the bone. With an x-ray it was discovered that the drill bit had broken into several pieces requiring further dissection by the surgeon. The item was disposed by the hospital. This is 1 of 1 report for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.